Event description:
The manufacturer received information that a trilogy evo ventilator had an internal battery that was "worn out". There was no serious patient harm or injury that was reported. The subject device has been returned to a third-party service center; however, device evaluation has not yet been completed. The manufacturer's investigation is ongoing. If any additional information is received, a follow-up report will be filed.